Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient.

Event description:
A patient reported they saw a call your doctor screen but did not pay attention to what code appeared along with the screen. The patient did not have the patient programmer available to troubleshoot. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor. Additional information from the patient reported they had seen a power on reset (por) message and called about it previously. The por had not been resolved because they want the implant taken out. They stated the implant had given them more problems. They had the implant for 8 years and will have to find a healthcare provider (hcp) to remove it. The patient stated they will be removing the whole device and that it was a waste of money. They were not sure if it would damage the nerve, as it has already done damage. The patient stated they already reported the problems it gave them, but could not clarify what they were at the time of the report. They could not provide any additional information at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.